Event description:
On (B)(6), doctor (B)(6) called the sales rep to report a reaction one of her pts had with hydrelle. (B)(6) was the same day the pt contacted the doctor. On march 1st, the doctor called (B)(4) and reported the incident and said the pt was experiencing pain, redness, swelling and granulomas on the left side of the cheek and nlf area. The doctor injected the pt with hyaluronidase and prescribed prednisone.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.